Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had movement issues since implant, and the therapy was not as effective as they wanted. They had also started experiencing jerking in the past few weeks. Their healthcare provider (hcp) planned on fixing the issues through surgical intervention. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.